Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: the cartridge has not been returned for investigation; a retain cartridge from the same lot was tested by product analysis on (B)(4) 2014 with the following findings: incoming lot inspection was performed and no failures were found. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alarmed multiple times for loss of prime with the same cartridge. The cartridge was reportedly being used correctly per the instructions for use. The patient reportedly had not tries using a cartridge from a different box since the issue began. The patient was reportedly able to complete rewind, load, and prime steps after changing the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.